Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2009 and mesh and ams elevate was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/18/2013.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal and implant of elevate on (B)(6) 2009 due to recurrent sui, pain and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/03/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.